Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing. A high shock impedance measurement of 150 ohms was also noted. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post markey quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the complete electrode was returned and the set screw mark was noted on the proximal connector in the correct location. An x-ray showed the conductors were fractured approximately 2.5 cm from the terminal end. A resistance test confirmed the presence of an open electrical circuit. A sharp curve was also observed at the fracture site. These characteristics are consistent with cyclic fatigue. Analysis confirmed the reported clinical observations were due to the fracture.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing. A high shock impedance measurement of 150 ohms was also noted. Surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.